Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd maxplus¿ pressure rated extension set leaked. The following information was provided by the initial reporter: we had to stop the IV due to the leaking extension and have another nurse leave the room while holding the patients IV site to get and prime a new extension set.

Event description:
It was reported that 2 of the bd maxplus¿ pressure rated extension set leaked. The following information was provided by the initial reporter: we had to stop the IV due to the leaking extension and have another nurse leave the room while holding the patients IV site to get and prime a new extension set.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leaking extension on the IV could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5303-c lot number 22119093 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.